Event description:
It was reported that revision surgery was performed due to elevated metal ion levels (exact values not supplied to the manufacturer) and pain. The acetabular cup was implanted (B)(6) 2005, the other devices were implanted during a previous revision surgery performed (B)(6) 2006 and reported via MDR 3005477969-2015-00031.